Manufacturer narrative:
(B)(4). Date sent: 1/11/2021. Per the service manual, the operational and diagnostic analysis did not confirm the reported self-activation. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the generator fired automatically in bipolar mode when connected to davinci robot.